Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp requested MRI guidelines, for an issue unrelated to the patient¿s device or therapy. The hcp stated that the patient is in the ccu, and the patient¿s wife told them that the device is not working. No further information was known. Indication for use is unknown. No further complications or patient symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.